Manufacturer narrative:
Additional information: upon follow up it was reported at the time of this report, the patient was recovering from the peritonitis event. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a use error with a uv flash disconnect cap which resulted in peritonitis. It was reported the patient was hospitalized for an unreported indication. During hospitalization, the dialysate bag was exchanged and the uvf disconnect cap kit was mistakenly attached to the transfer set, instead of a non-baxter cap. Subsequently, the cap was penetrated by the connection tube spike of the transfer set. Four days later, the dialysate bag exchange was performed again and the ¿penetration was found¿. It was reported the connection tube was replaced. The following day, the patient was diagnosed with peritonitis. On an unreported date, the patient received unspecified treatment for the peritonitis event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.